Event description:
The reporter did meter to lab comparison tests, side by side. A venous draw was taken, immediately following by a capillary meter test. The test lab result was 220 mg/dl. Reporter's meter reading was 370 mg/dl. Reporter did not have any symptoms. Control solution testing was not done due to lack of supplies. On follow-up, the reporter stated that reporter checks the test strip confirmation dot for sufficient blood, and testing technique is accurate. Reporter had not cleaned meter in a long time. No harm was alleged.